Event description:
The customer reported via phone call that the insulin pump had an unresponsive up button. The customer stated that the insulin pump was working but it took her longer to use the up button due to intermittent response. The customer's blood glucose was 97 mg/dl. The customer was advised to replace the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.